Manufacturer narrative:
The complaint device was received and evaluated at the service center. The reason for return: "inflow runs high in solo mode but not in duo mode" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this device that was manufactured in the fourth week of january 2015. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) date of manufacture was sometime in the 4th week of january 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Awaiting device return.

Event description:
Per rep the fms vue inflow runs high in solo mode but not in duo mode regardless of pressure setting. Also pump makes a loud noise. Rep used multiple tube sets. No patient harm. Delay over 30 minutes. Surgery type - rotator. Completed with different pump.